Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reported upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device door roller pin was missing and the device delivered more than expected. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.